Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. Reportedly the customer allowed their cartridge to deplete of insulin, which suspended insulin deliveries. Customer gave a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.